Event description:
I am a bit fuzzy about the onset date but my brother, who went through stem cell transplant and tomotherapy for multiple myeloma and finished treatment in 2007, ended up with kidney shutdown. I was just wondering if this had anything to do with the heparin scare that is in the news. He did get a treatment with zometa bone builder prior and I know that sometimes the lines are flushed with heparin. Hope this helps. I am not privy to his medical records. If heparin was used as a flush and crapped out his kidneys I believe you all should know about it. Dates of use: 2007. Diagnosis or reason for use: bone builder for mm.